Event description:
The customer contact returned the device to the service center with a report of during preventative maintenance testing at the user facility, the device alarmed with an "error code 10/001/00." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided. This does not indicate a reportable malfunction. However, during testing at the service center the device keypad did not produce an audible alarm tone when pressed and did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by reporter upon query by hospira personnel.